Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Also, corroded battery tube during visual inspection. Unable to perform self test, restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the batteries do not last in the insulin pump. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the batteries do not last more than 2 or 3 days. The customer was advised that the device would be replaced and to return the product for analysis.